Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. The cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During follow up for a check lines and bags alarm the care giver (cg) stated they tried to start over with new supplies that evening, but the home patient (hp) did not want too. The hp apparently had a fit, and tore a hole in their own set, so the cg stated they had to take the patient to the hospital for further examination regarding possible infection. The cg stated the hp has been doing better with therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. A follow up was also done with the peritoneal dialysis registered nurse (pd rn). The pd rn stated that they did have to do a follow up with the patient. They did put them on antibiotics just in case of possible infection, but the patient did not have any. The rn stated they the patient was retrained and everything has resumed as normal since the reported problem.